Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Formal claim received regarding pinnacle/corail hip implant revision. Reported pain and subluxing in (B)(6) 2011. Revision found fibrocollagenous tissue showing features of metallosis and mild alval.